Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock while in the primary sensing vector. The shock was determined to be delivered due to low amplitude measurements and over-sensed myopotential noise. A similar untreated event had also occurred in april. Additionally, the impedance of the delivered shock was in-range, but found to be elevated (144 ohms), when compared to the impedance of the shock testing at the implant procedure (68 ohms). The patient was evaluated in-clinic where artifacts were reproducible in different postures. Boston scientific technical services (ts) was contacted and recommended providing further data regarding all three sensing vectors. Ts also recommended pocket/electrode manipulation to assess whether the artifacts were reproducible, as well as potential diagnostic imaging to rule out an electrode fracture. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.